Manufacturer narrative:
Concomitant medical products: 250ml braun bag, lot: j9k146n, exp: 02/22, heparin sodium in 5% dextrose. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the spike broke off inside the IV bag. There was no patient involvement.

Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the spike broke off inside the IV bag. There was no patient involvement.